Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the device due to interaction with the chordae appears to be related to patient morphology/pathology. The reported tissue damage appears to be a result of procedural conditions and due to the troubleshooting maneuvers performed to free the clip from the chordae. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is file to report the resistance with the chordae, and chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the first clip was deployed the mr was 2-3. The 2nd clip was advanced and after leaflet insertion clip deployment was started; however, during lock line testing after removal of both caps, it was observed that mr had increased again. The lock lines were refastened and the caps opened to allow repositioning of the clip. The clip became caught in the chordae and was stuck there. Troubleshooting steps were performed and the clip was able to be freed and removed; however, a chordal rupture was observed along with an increased mr. Two additional clips were deployed successfully; to repair the rupture. Final mr was 3 and the patient was stable at the end of the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.